Event description:
A report was received that a patient was unable to charge the ipg after falling. The patient underwent a revision procedure, and the ipg was replaced. The patient is reportedly doing well following the revision procedure.